Event description:
Pt presented to ER with a 4 day history of severe nausea and vomiting. Throat and mouth severly excoriated. Rn attempted to place ng tube x4. On foruth attempt pt complained of pain in left side of throat. Pt then blew his nose and an air pouch became apparent on left side of neck. Pt. Diagnosed with perforated esophagus.